Manufacturer narrative:
As reported, a crack was found on the hub of the 6f 100 cm vista brite tip judkins right 3.5 (jr 3.5) guiding catheter and contrast leaked out of the hub during the procedure. Another vista brite tip was used to complete the percutaneous coronary intervention (pci). There was no reported patient injury. The device was stored, prepared, and used according to the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package or difficulty experienced in prepping the device. The device was inspected prior to use. A non-sterile catheter ¿6f .070 jr 3.5 100cm¿ was received for analysis. The unit was inspected focusing on the luer hub and a crack line was observed. No other outstanding details were observed. The luer hub was connected to a syringe to apply torquing tension and a cracked condition was revealed. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence of fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Storage and handling factors are potential causes. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was found on the hub of the 6f 100 cm vista brite tip judkins right 3.5 (jr 3.5) guiding catheter and contrast leaked out of the hub during the procedure. Another vista brite tip was used to complete the percutaneous coronary intervention (pci). There was no reported patient injury. The device was stored, prepared, and used according to the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package or difficulty experienced in prepping the device. The device was inspected prior to use. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, a crack was found on the hub of the 6f 100 cm vista brite tip judkins right 3.5 (jr 3.5) guiding catheter and contrast leaked out of the hub during the procedure. Another vista brite tip was used to complete the percutaneous coronary intervention (pci). There was no reported patient injury. The device was stored, prepared, and used according to the instructions for use (IFU). There were no anomalies noted when the device was taken out of the package or difficulty experienced in prepping the device. The device was inspected prior to use. A non-sterile catheter ¿6f .070 jr 3.5 100cm¿ was received for analysis. The unit was inspected and a crack line was observed on the hub. No other outstanding details were observed. The luer hub was connected to a syringe with torquing tension applied and a cracked condition was noted. For functional analysis, a flush test was performed and a leak originating from the crack was observed. No air or air bubbles were observed during the flushing test. No air bubbles were observed in the syringe or the water that came out of the distal tip. The test results after attempting to aspirate (pull fluid back into the syringe) were negative for air or air bubbles presence. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence of fatigue striations. Fatigue striations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracking. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit present with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.